Event description:
Medics responded to a report of a drug overdose, pt unconscious and unresponsive when crews arrived. Reportedly, the device lost power multiple times during the call. The device operator stated the battery icons on the display indicated one battery was depleted and the other battery showed full. The device operator would manually press the on key to continue using the device. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of the device operation. The reporter's opinion was based on the pt's lack of response to resuscitation efforts.